Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found the reported field event of being unable to progress the lead through a 7fr sheath was confirmed in the laboratory. Visual analysis indicated that the lead body diameter was out of specification at 62.5cm from the connector pin. A 7fr sheath was used and was restricted at 62.5cm from the connector pin. The lead diameter was measured and was found to exceed the maximum diameter.

Event description:
It was reported that during the implant procedure, it was difficult to insert the lead into the introducer. The lead was not used and a new lead was implanted. The patient's condition was good post procedure.